Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified bifurcated left anterior descending artery. A 2.5x28mm xience alpine stent delivery system failed to cross due to the anatomy. Therefore, the physician decided to attempt to inflate the balloon since it was having difficulty advancing at the proximal edge of the lesion. The balloon was attempted to be inflated at 12 atmospheres but completely failed to inflate. It was noted that the device was losing pressure but no leak was noted on the device. Upon removal from the anatomy, the balloon was noted as damaged. The stent was still on the balloon. A 2.0x08mnm xience device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.